Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had an error 246.4700. There was no patient involvement.

Event description:
It was reported that the device had an error 246.4700. There was no patient involvement.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 error 246.4700. Technical support - recommended to replace logic board. Biomed will order new board and repair. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/17/2014 to the present date 1/18/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.